Event description:
Damage to the pump housing and usb port was reported by the caller; however, it did not affect the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The pump was being replaced due to a button issue, and no additional information about the outcome of the event was provided. Customer will continue to use current pump for insulin therapy.